Event description:
Customer reported "failed leak test" . The issue was found during reprocessing. Event date was not provided. There was no patient involvement in this reported event. Device inspection found intermittent/flicker image.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found a leak in biopsy channel. The insertion tube was noted to be dented/smashed. The bending section a-rubber adhesive was noted to be peeled off. Additionally, evaluation found the image intermittently flickers when angulating a lever/moving the bending section. Based on investigation, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation attributed to component failure. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.